Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, just before completion of thumb advancer/exchange sheath splitting, the device pulled out from the vessel with the locator wings remaining deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device pulling out from the vessel with the locator wings remaining deployed was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device pulling out from the vessel with the locator wings remaining deployed incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.